Event description:
It was reported, that the patient presented to the hospital feeling dizziness and discomfort. Upon interrogation, it was discovered, the pacemaker was in backup mode. There was no magnet response, and was not pacing. It was determined, the pacemaker's battery had depleted. The pacemaker was explanted replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate, and no pacing were not confirmed. Device in backup mode was confirmed. The device was received from the field with battery voltage at end of service level in line with projected longevity. The pacer was in backup mode upon received consistent with battery low voltage fluctuation. Review of the device image indicates the device was programmed to high settings in the field. Electrical tests performed, after replacing the battery, and re-loading the device code, indicated normal functionality. Additional evaluation at various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Further analysis of the output found normal pacing parameters. During the analysis the device was interrogated multiple times without issue. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.